Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime test and excessive no delivery test. No error alarm or audio beep anomaly noted during testing. The device passed a21 error test and self test. No damage found on the lcd isolation tape noted. The low reservoir alarm feature functions properly. The device was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's spouse reported via phone call that the customer was having high blood glucose and unexpected restart error alarm. Stated glucose was treated with four units of manual injection. The blood glucose at the time of the incident was 444 mg/dl. Troubleshooting was not able to resolve the issue. The spouse called back and stated the insulin was bad. The device was returned for analysis.